Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that during a self-test the ventilator showed failure alerts, the filter did not allow enough air to pass through. The ventilator was checked by the technicians and no fault was noted.